Manufacturer narrative:
Product analysis :visual and optical examination of mas bone screw confirm breakage approximately ~3 threads from the base of the bone screw head, optical examination reveals severe secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations and ratchet marks consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that broken screws were observed in the patient. The initial procedure the patient underwent was a l4-l5 fusion in 2014. It was reported that on (B)(6) 2015, the patient fell. The patient visited the hospital for examination and broken screws were found. The patient underwent surgery to remove the broken screws at l5, replace them with larger diameter screws, and extend the construct to l3 (l3-l5 fusion).